Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Representative reported that the system was checked for internal loose connections and electrical circuits were checked. The system was tested 6 times without the possibility to establish the internal error. As a precaution, ip and dicom setting were reconfigured. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, both monitors of the navigation system were flickering. There was no patient present at the time of the issue.